Manufacturer narrative:
Received one used mc33687 smallbore trifuse ext set w/3 microclave for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was a leak from the bond area from the tubing to the adaptor on one of the lines. A bond integrity test was conducted and the bond failed product specifications. The reported complaint of leakage can be confirmed. The probable cause is due to a manual bonding error in manufacturing.

Event description:
The event involved a 4" (10 cm) appx 0.89 ml, smallbore trifuse ext set w/3 microclave¿ clear, 2 check valve, 3 clamps (2 white, red), rotating luer. It was reported that patient was connected to lines at 2140h and around 2150h they noticed bed being wet underneath the lines. Noticed leaking within 10 mins of patient being connected to total parenteral nutrition (tpn) and smoflipid. The infusion was stopped by the nurse and replaced the entire trifuse with new lines. There was a patient involved and unknown human harm.